Event description:
Post eswl treatment, CT scan confirmed large subcapsular hematoma, no transfusion. Admitted oct 4th with pain and hematuria, no transfusion or other intervention, discharged on (B)(6).

Manufacturer narrative:
Hematoma are known side effect of eswl. Focal point check (7.2 in maintenance record) did not pass. For targeted shockwave application, proper alignment between lithotripter and x-ray system is required. The user is thus advised (training/IFU) to perform a focus check daily before treatment. The IFU also states that "no treatment is allowed to be performed if the reflection mark is not within the specified area. Inform your service centre." We did ask the user if they had followed our instructions and they said they would usually perform the focus check tri-monthly as part of their qa. According to the user, the last qa was performed on (B)(6) 2025, i.e., after the occurrence of the first reported hematoma and before the remaining two hematomas. The hospital/user of the device has been reminded to perform all relevant function checks as per our instructions. Misalignment has been corrected and device was put back into service.